Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that while driving, the patient exhibited signs of distress and was stopped by a bystander. An ambulance was called. The behavior of the receiver was not described. At that moment, the egv was showing readings in the 40s or possibly lower, although no fingerstick test had yet been performed. Upon arrival, paramedics performed a fingerstick test which confirmed hypoglycemia, although the patient was unable to recall the exact values or the cgm readings. A sugar-based intervention was administered, but the patient could not remember the specific treatment. When asked about hospital transport, the patient declined. No hospitalization followed, and the patient later reported feeling better. The pt was able to finish the 10-day sensor session. An attempt on (B)(6) 2025 by cca nurse practitioner to call the patient to clarify the allegation was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that while driving, the patient exhibited signs of distress and was stopped by a bystander. An ambulance was called. The behavior of the receiver was not described. At that moment, the egv was showing readings in the 40s or possibly lower, although no fingerstick test had yet been performed. Upon arrival, paramedics performed a fingerstick test which confirmed hypoglycemia, although the patient was unable to recall the exact values or the cgm readings. A sugar-based intervention was administered, but the patient could not remember the specific treatment. When asked about hospital transport, the patient declined. No hospitalization followed, and the patient later reported feeling better. The pt was able to finish the 10-day sensor session. An attempt on (B)(6) 2025 by cca nurse practitioner to call the patient to clarify the allegation was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.